Manufacturer narrative:
A probe was received with no tip protector, in a tray along with other items. At the time of receipt the probe needle was observed to be bent. At the time of receipt the probe needle was observed to be bent. The returned sample was visually inspected and found to be non-conforming with the needle bent at the stiffener sleeve and orange/brown foreign material on the port face. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for cut and non-conforming for actuation. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be bent. Gouge marks were observed at various locations along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (bent needle assembly) was removed the probe was able to actuate. The product was processed and released according to the product¿s acceptance criteria. The complaint evaluation does not confirm that the probe had a cut failure, but does confirm that the probe had an actuation failure. The cut functionality of the probe was conforming, however, the observed actuation failure could have caused the probe to not cut at the time the reported event was observed. The most likely cause for the actuation failure is the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. After the probe was disassembled (bent needle assembly removed), the probe was able to actuate. Per the reported complaint description, ¿the provided sample showed the cutter was bent in the tip because it was put into a bag at once¿. Therefore, the root cause of the bent needle is handling by the customer. The reported cut failure was not confirmed and it appears that the bent needle was caused during handling by the customer, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cutter was actuating at first but later stopped, causing cutting failure during surgery. The condition of aspiration is unknown. The surgery was completed after replacing the product with another one. There was no patient harm.